Event description:
The device was applied during a laparoscopic gastrectomy procedure involving one pt. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the jaws open and noticed that the several staples were not fired and the knife did not advance. The procedure was completed with another device. The hosp has reported no pt injury.